Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the connector pin was bent. It was also reported that the battery was in discharge but it was not overdischarged. The manufacturer representative used their desktop charged and it worked fine with the patient's system. There were no patient symptoms reported.

Manufacturer narrative:
Conclusion: no longer applies to the desktop charger (serial number (B)(4)). Analysis of the desktop charger (serial number (B)(4)) found that the connector pin was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.